Event description:
It was reported by the affiliate that during an pneumonectomy procedure, the dr used device to deal with blood vessel, after firing the device, it couldn't be released when the dr pressed the anvil release button. The device couldn't be removed from the tissue and the dr cut the tissue around the anastomosis stoma with surgical knife and removed. Then used hand sewing to finish the or.